Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported for maybe 3 weeks they have been having issues with their stimulation. Patient stated that when they have the stimulation on, they are getting a nerve prickly sensation in their buttock and it is burning their urethra. Patient said when they turn the stimulation off, they can tell the difference but then they turn it back on they are still having trouble. Patient added it's messing up their bladder, as they have urinary problems and have been having ptns and pelvic things at st luke's. Patient stated they are having trouble sleeping and they have it on their left leg, but it is affecting their right leg and they have some numbness. Patient has been trying to contact medtronic representative since monday but rep has not been able to schedule reprogramming and is no longer responding to patient's texts. Agent sent an email to the field requesting assistance in coordinating a reprogramming appointment. Agent also redirected to hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the stimulator caused the numbness; they tighter the setting and it was resolve.